Event description:
Failure of invasive blood pressure (ibp) splitter cable, sometimes intermittent, resulting in fluctuating blood pressure reading or inability to zero transducer. Risk/impact: potential for misdiagnosis/mistreat based on erroneous or unreliable information.resolved at hospital: hospital engineer identified another cable that could be used instead. Ibp splitter cables were replaced with bifurcated bp cables. Difficulty getting ge replacement cables initially but has been resolved at hospital.